Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e1 (facility details). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation, health professional?). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in g1 (manufacturing site name). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in g2 (is report source health professional, is report source user facility). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the ¿battery failure alarm¿ was due to a depleted battery (failure).

Manufacturer narrative:
A1: no patient involvement. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Event description:
The console came in for annual preventative maintenance. Upon initial startup, the device exhibited a red battery failure alarm.